Event description:
The course of a therapeutic pulmonary biopsy procedure, a pull wire broke off of the forcep. The radial jaw pulmonary forcep would not close. In order to remove the device from the pt, the physician removed the whole system inclusive of the scope. The tip of the device was then cut off so that the forcep could be removed without damaging the scope. The procedure was completed at that time. The physician had already obtained the biopsy samples. There was no report of death, serious injury or mistreatment as a result of this event. The pt was noted to be in satisfactory condition.